Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
Patient stated that last monday (B)(6) 2020 their blood sugar was running high at 350 mg/dl and they did not know why it was occurring. Patient stated they believed the cannula may not have been fully in the skin. They were wearing the pod between 24 and 36 hours on the back. The patient stated that for 14 hours their blood sugar was not decreasing and decided to go to the emergency room. Patient as treated with intravenous therapy with saline and insulin (7 units). Patient was released after 12 hours.

Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the actual cause of the reported event of cannula unsure properly inserted could not be determined.